Event description:
Related manufacturer reference number: 2017865-2022-08347, related manufacturer reference number: 2017865-2022-08348, related manufacturer reference number: 2017865-2022-08349. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage.